Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2008. The physician reported that the patient was submitted to the hospital in emergency because he had received 20 shocks (approx). In the opinion of the physician, some shocks were inappropriate. Reportedly, oversensing (double-sensing) was observed with this device, and conducted atrial fibrillation (af) as well, thus resulting in inappropriate shock(s). Concerned episodes have not been specified by the physician; to his opinion, episodes show conducted af.

Manufacturer narrative:
(B)(6) 2010. This event concerns a device that was manufactured and used outside the united states. Method (other): review of the electronic data and files received.(B)(4) . Other episodes showed adequately detected and treated ventricular arrhythmias. Some r-wave double-counting was confirmed, and should be improved through parameters reprogramming. The ICD operated as specified. Parameters adjustments were proposed to improve the overall behaviour of the ICD. All the reported / observed events are well known potential complications of icds, adequately described in the labeling.